Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2010. It was reported that she is experiencing pain at the ipg site. The reported discomfort is said to be present regardless of the stimulation's function. In an effort to resolve this matter, surgical intervention will be undertaken to revise the pt's ipg pocket.